Manufacturer narrative:
Update to h3: device evaluated by manufacturer changed to "yes". Investigation conclusion: the returned implants were visually inspected to confirm the failure mode outlined in the description of the complaint. After reviewing the implants, it was clear that the locking cover had broken in half on the side where the screw had backed out. This failure occurred on the most inferior level of the plate construct, and only the backed-out screw and the locking cover fragment were returned. The remainder of the plate construct was left in the patient. Root cause: the failure mode was confirmed in the x-ray image provided by the customer. The exact root cause is unable to be determined at this time as the construct remains in-situ.

Manufacturer narrative:
H3: one screw was returned; however, investigation is still pending. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Patient underwent an initial surgery on (B)(6) 2024 to implant an admiral 4-level cervical plate. During a routine follow-up in (B)(6) 2025 (exact date not provided), the surgeon observed via imaging that the bottom right admiral variable angle screw was backing out of the admiral 4-level cervical plate. A revision surgery was performed on (B)(6) 2025. When removing the screw, it was noted that the locking mechanism was split in half. The admiral plate, remaining piece of the locking mechanism and remaining screws were left implanted. The surgeon removed one 16mm screw and the floating piece of the locking mechanism. Customer confirms there was no patient injury or clinically significant delay in surgery. The patient is doing well following the revision surgery. MDR 3012120772-2025-00016 was documented for the admiral 4-level cervical plate broken locking mechanism.